Manufacturer narrative:
Na

Event description:
It was reported that the broach handle detached from the broach itself, leaving the broach in the pt. Operative time was increased 60 minutes while the surgeon removed the broach from the pt.